Event description:
Peripheral corneal ulcer while using air optix for astigmatism lens. Product not used before. Patient not hospitalized. Worn continuously for approx one week. Patient did not have pre-existing ocular or medical history. Prescribed wearing schedule is approx 10 hours a day, 7 days a week, monthly replacement. No contributing factors. Moderate discomfort, redness. Mucopurulent discharge, infiltrates (4 od, 3 os), largest infiltrate approx. 1/2mm, moderate corneal staining, no permanent scarring. The best corrected visual acuity (bcva) prior to symptoms is 20/20 od, 20/20 os. The best corrected visual acuity (bcva) after the symptoms is resolved 20/20 od, 20/20 os. Acute conjunctivitis ou. Treated with tobradex qid x 1 wk ou. Follow up (B)(6) 2015. Not able to wear lenses during event, lens wear has not resumed. Patient refuses to wear same brand. Switched to new brand.